Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient presented to the emergency room and was hospitalized to rule out peritonitis. The patient was treated with unspecified antibiotics (intraperitoneal) for the event. At the time of this report , the patient has not recovered from abdominal pain and the outcome for peritonitis and cloudy effluent was not reported. Pd therapy was ongoing. No additional information is available.